Event description:
On (B)(6) 2014, the subject device was implanted (pacemaker replacement). The device could not be interrogated in the operating room. However, interrogation was performed normally outside. It was observed at that time one lead impedance was abnormally high. The patient was sent back to the operating room to check lead connection. Again, the device could not be interrogated. Several tests were performed on site and identified an equipment connected to electrical network was most probably injecting signal at 7 khz (and harmonics) into this network, creating specific electro-magnetic interferences preventing the communication to be established with the device.

Event description:
On (B)(6) 2014, the subject device was implanted (pacemaker replacement). The device could not be interrogated in the operating room. However, interrogation was performed normally outside. It was observed at that time one lead impedance was abnormally high. The patient was sent back to the operating room to check lead connection. Again, the device could not be interrogated. Several tests were performed on site and identified an equipment connected to electrical network was most probably injecting signal at 7 khz (and harmonics) into this network, creating specific electro-magnetic interferences preventing the communication to be established with the device.

Manufacturer narrative:
In previous follow-up MDR, date received by manufacturer was erroneous or missing: it should have been (B)(6) 2014.

Event description:
On (B)(6) 2014, the subject device was implanted (pacemaker replacement). The device could not be interrogated in the operating room. However, interrogation was performed normally outside. It was observed at that time one lead impedance was abnormally high. The patient was sent back to the operating room to check lead connection. Again, the device could not be interrogated. Several tests were performed on site and identified an equipment connected to electrical network was most probably injecting signal at 7 khz (and harmonics) into this network, creating specific electro-magnetic interferences preventing the communication to be established with the device.